Event description:
The customer reported the system is not displaying an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. Sys operates as intended.